Event description:
Same case as MFR# 6000089-2007-00108. It was reported that during a ptca procedure, the maverick2 monorail 1.5x15mm balloon ruptured. The lesion being treated was located in the third obtuse marginal (om3) of the left coronary artery (lca). The physician attempted to dilate the om3 with a maverick2 monorail 2.0x9mm balloon, but it would not cross the lesion. This balloon was inflated 4 times at 8 atms in the mid lcx near the second obtuse marginal (om2). The physician then attempted to cross the lesion with another manufacturer's balloon, but was unsuccessful. This balloon was inflated 2 times up to 18 atms in the mid lcx near om2. A newly opened maverick2 monorail 2.0x9mm balloon also failed ot cross the lesion. It ruptured on the initial inflation to 12 atms for 10 seconds. The device was removed from the artery. By testing with deflator outside the patient, blood & liquid leakage confirmed the balloon burst. The physician then attempted to cross the lesion with another manufacturer's balloon, but was unsuccessful. It was inflated in the mid lcx near om2 at 10 atms for 8 seconds. Finally, the ostial lesion in the om2 was crossed by a maverick2 monorail 1.5x15mm balloon (event device). The balloon was inflated to 14 atms for 12 seconds & 20 atms for 30 seconds. Upon removal, it was found that the balloon had burst. The lesion was further dilated with the other manufacturer's previously inflated balloon at 16 atms for 30 seconds. The procedure was completed by deploying a taxus liberte 2.75x8mm stent. There were no reported patient complications. Patient status is listed as "satisfactory".